Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site ran an imaging system into the camera. After the collision the site reported the system displayed a localizer faulted. The nditoolbox was accessed and found the bump and temperature statuses were faulted. The system event logs showed three concurrent faults with time stamps at dec 31 1969 stating "battery voltage measured lower than recommended...", "position sensor bump registered.." And "position sensor storage temperature exceeded..." There was no patient involvement.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6). Section d references the main component of the system. Other medical products in use during the event include: camera 9735821 vega base s8 svc. H3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.